Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on august 9, 2019 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 120 to 140 mg/dl the day before the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported the pump over delivered 2 units if insulin without their input and it was not recorded in pump memory. The customer reported a failed battery alarm. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08635 inches. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No unexpected failed battery alarm noted during testing. No damage to the belt clip rails noted during physical inspection. The insulin pump was received with scratched case and pillowing keypad overlay. (B)(4).